Manufacturer narrative:
The battery cap was original to the pump from (B)(6) 2014. The user guide instructs the user to change the battery cap every three to six months. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly the pump had an intermittent power issue and the battery compartment was cracked. The reporter stated that the battery cap had never been replaced and confirmed that there was no damage to the battery cap. The reporter stated that the battery cap could not be tightened appropriately, but that the cap's yellow o-ring was not visible at the time of the power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box indicated unexplained reboots had occurred. Visual inspection revealed that the battery compartment was cracked in two places. The returned battery cap had stripped threads and was unable to fully attach to the pump; reboots were duplicated with the returned battery cap. A test battery cap was used to complete investigation. The pump successfully completed a rewind, load, and prime sequence with no reboots occurring. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was discolored. (B)(4).